Event description:
Mesh implanted, laparoscopic procedure, approx 1 year ago. Infection developed 3 months later. Cured. Bowel obstruction 2002, mesh had adhered to bowel. Composix removed, replaced with surgicys.